Event description:
Account reports incidents in which the health care professional notices the bed is wet, and then notes the filter is leaking. Occurs almost immediately. Rptr stated there was no pt compromise.